Event description:
This will be filed to report a partial clip detachment, recurrent mr, intervention, and prolonged hospitalization. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) and no notable anatomical challenges. During a mitraclip procedure, an xtw was implanted and the device functioned as intended. Leaflet insertion assessment (lia) was satisfactory and the clip was perpendicular to the line of coaptation. All steps were performed per instructions for use (IFU). The mr grade was reduced to grade 1. On, (B)(6) 2023 a partial detachment of the posterior leaflet was noted during a follow-up echocardiogram. The mr was recurrent at grade 3-4. No tissue damage observed. There was no comment on why the partial detachment occurred from the physician. On (B)(6) 2023, second clip intervention was performed to stabilize the partial detachment. The additional clip was implanted successfully. It was noted that a jet was coming from a focal hole that was created on the anterior leaflet. The mr was unchanged at grade 3-4. On (B)(6) 2023, it was confirmed by the physician on transesophageal echocardiogram that the leaflet hole was created by the second clip intervention. The tissue damage occurred during grasping. Both clips remained stable, and there was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 3-4 was due to the clip migration. The cause of the reported migration (partial clip movement) associated with the partial clip detachment could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.